Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits devitrification. The glass cap is fractured at the fiber/glass cap fusion zone. The distal portion of glass cap fracture is missing. The heat shrink tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device found that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge . Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.